Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis of lumbar spine; and underwent posterior lumbar fusion at l2-l4. Intra-op, the tip of the driver broke off. The surgeon then immediately removed the driver; and the broken tip was also removed, which was sitting in the tulip head of the screw. He then inspected and irrigated the area; and after determining that no fragments were remaining in the patient, the procedure was continued and was completely without any further incident. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.